Event description:
The customer got splashed in the face with ict reference solution from the architect c8000 when a tubing from the ict aspiration syringe became disconnected. The customer had on glasses and mask therefore the area of exposure was small. The customer rinsed the area with running water. There was no injury due to the splash.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
The ict check valve splashing event occurred as a result of the tubing popping off due to pressure that had built up because of a clogged waste line. The complaint notes state that the customer was not following an abbott maintenance procedure properly at the time of the splashing event. The architect c8000 operations manual addresses biological and chemical safety hazards that includes wearing personal protective equipment (ppe) and safety awareness where hazards may exist. The operations manual provides step-by-step instructions and graphics for removal and replacement of the ict check valve. A review of the architect c802555 service history revealed no additional issues of splashing from parts. Trending review determined no adverse trend for the issue for the product. Device history record review did not show any potential non-conformances, or deviations. Labeling was reviewed and found to adequately address the issue under review. Based on the investigation, no deficiency was identified.